Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and aneurysm ("aneurysm") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included aneurysm of unspecified site. In (B)(6) 2013, the patient started essure. On (B)(6) 2013, the patient experienced aneurysm (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced neuralgia ("permanent neurological pain in all left hemi-body"), polymenorrhoea ("very frequent menstrual periods") and fatigue ("very tired"). The patient was treated with chlormadinone acetate (luteran) and essure was to be removed soon, but did not know yet when. Essure treatment was not changed. At the time of the report, the allergy to metals, aneurysm, neuralgia and fatigue outcome was unknown and the polymenorrhoea had resolved. The reporter provided no causality assessment for allergy to metals, aneurysm, neuralgia, polymenorrhoea and fatigue with essure. The reporter commented: the patient was advised to report her case by her allergist. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had allergy to nickel and aneurysm. Essure was to be removed soon, but reporter did not know yet when. Allergy to nickel is an anticipated event in the reference safety information for essure, aneurysm is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, no typical allergy symptoms were described. However, given the nature of the event allergy to nickel, causality with essure cannot be excluded. In the present case, consumer already had a previous history of aneurysm. The exact location of the aneurysm was not specified. Considering the nature of this event and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and intracranial aneurysm ("cerebral aneurysm") in a (B)(6) female patient who had essure (batch no. A33569) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arterial aneurysm nos in 2009 and arterial aneurysm nos on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced intracranial aneurysm (seriousness criteria hospitalization and medically significant) with headache, back pain and asthenia. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuralgia ("permanent neurological pain in all left hemi-body"), polymenorrhoea ("very frequent menstrual periods") and fatigue ("very tired"). The patient was treated with chlormadinone acetate (luteran) and essure removal procedure was scheduled to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the allergy to metals, intracranial aneurysm, neuralgia and fatigue outcome was unknown and the polymenorrhoea had resolved. The reporter provided no causality assessment for allergy to metals, fatigue, intracranial aneurysm, neuralgia and polymenorrhoea with essure. The reporter commented: the patient was advised to report her case by her allergist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: a33569 (production date: jul-2012; expiration date: jul-2015) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information was received after follow-up attempts. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The patient's past medical history included arterial aneurysm nos and arterial aneurysm nos. Quality-safety evaluation of ptc: lot number: a33569 (production date: jul-2012; expiration date: jul-2015) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information received from allergist: skin test result provided; medical history and insert date and lot number were updated. The event headaches, lumbar pain and asthenia were added. Event aneurysm was updated to cerebral aneurysm. On (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: a (B)(6)-year-old female consumer had essure (fallopian tube occlusion insert) inserted and had allergy to nickel and cerebral aneurysm. Essure removal procedure is scheduled to (B)(6) 2017. Allergy to nickel is an anticipated event in the reference safety information for essure, aneurysm is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, no typical allergy symptoms were described. However, given the nature of the event allergy to nickel, causality with essure cannot be excluded. In the present case, consumer already had a previous history of aneurysm. Considering the nature of this event and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.